Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because during preparation of the clip delivery system (cds) the clip opened while locked, and if this were to reoccur in the anatomy, it has the potential to cause or contribute to patient injury. It was reported that during preparation of the clip delivery system (cds), during the first attempt to open the clip, the clip did not open. Standard troubleshooting was performed and the clip opened. The system lock was then tested but the clip opened. The decision was made to not use the cds. There was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided regarding the clip.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported clip actuation issues. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information provided, and without the device to analyze, the investigation was unable to determine a conclusive cause for the reported difficulty opening the clip and subsequent clip opening while locked. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.